Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of "lo" and 119 mg/dl within 1 minute on the aviva combo system. Customer reported her hands were wet when she took the first measurement. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation. Customer was unable to provide the lot number or expiration date because the box was discarded.